Manufacturer narrative:
The information in this report was received via a cioms form, MFR control number 2019-196525. This patient was involved in a bayer company sponsored study "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test." Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided.

Event description:
The information in this report was received via a cioms form, MFR control number 2019-196525. This patient was involved in a bayer company sponsored study "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test." It was reported that on an unknown date, the patient had an endometrial ablation peformed. Post ablation, on an unknown date, an essure device was inserted into the patient at an unspecified dose and frequency. The patient began to develop severe pelvic pain about two years after the endometrial ablation procedure. On (B)(6) 2019, the patient had a total laparoscopic hysterectomy and a left and right salpingectomy. Subsequently, the essure was removed from the patient. According to the medical investigator, the pelvic pain is unrelated to the essure device.